Event description:
On (B)(6) 2014, the patient reported his blood glucose levels had been elevated to the 400's mg/dl. The patient switched to his backup infusion device and his blood glucose levels returned to normal. The patient switched back to his primary device and his blood glucose levels became elevated again. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.